Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). Initial reporter telephone number: (B)(6).

Event description:
The physician attempted to use a gooseneck snare during a surgery of removing strainer. It is reported that the capture ring fractured during the process of the surgery. The physician then changed to another device of the same code. The surgery was completed successful and didn't not impact on the patient. Evaluation summary: the snare wire was received for evaluation without any ancillary devices or cine images from the procedure. The snare hoop was fractured at the hoop beak and the gold wire wrap was uncoiling from the nitinol under-wire. The gold wire was also fractured in the unraveled section.